Event description:
It was reported a malfunction in which the item broke upon impaction. No harm to the patient was recorded.

Manufacturer narrative:
The device failures in this complaint have been identified and confirmed. A visual examination of the returned femoral implant impactor indicated that one of the arm covers fractured off. The fractured portion was not returned. No investigation is necessary as this failure mode has been previously identified. This device was manufactured in 2012. Corrective actions have been previously implemented by the supplier in (B)(6) of 2013 to prevent recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.